Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4):the keypad was found to be intact. The evaluation revealed that all of the keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response. All of the keypad buttons did not click back and spring back normally. There was evidence of contamination found under the key contacts. There was a hole found in the bolus button; the bolus button was unresponsive and the internal plug was misaligned. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a dim and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged and warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation is not complete. Once evaluation is complete a supplemental will be sent out. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.